Event description:
It was reported that following a revision procedure ((MFR report number 3006630150-2024-00164), the patient struggled with sharp pain in the left scapula which seemed to be linked to irritation being caused by the device. There was a single contact impedance in the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.